Event description:
On (B)(6) 2013, the pt was implanted with eight gore devices, including three conformable gore tag thoracic endoprostheses to treat thoracic and abdominal aortic aneurysms. The procedure was completed planned without any reported complications, and the pt tolerated the procedure. On (B)(6) 2013, the pt complained of burning and tingling in both legs. On (B)(6) 2013, the physician performed a lumbar drain to relieve pressure on the pt's spinal cord. However, the pt's symptoms were not resolved. On (B)(6) 2013, the pt was reported to have complete paraplegia. The physician indicated the pt's paralysis is not attributed to the gore devices of procedure.

Manufacturer narrative:
Please note that this event was initially reported in medwatch # 2017233-2013-00823. Review of the file revealed that a separate medwatch needed to be submitted to capture the conformable gore tag thoracic endoprostheses; therefore, this medwatch was created. Additional ctag devices included in this report: tgu343410/11535607, tgu404015/11817945. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications.